Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Product and event verification: a tableau review confirmed that a thymectomy procedure was done by dr. (B)(6) on (B)(6) 2021 on system (B)(4). A review of the system and instrument logs has been performed. It was confirmed that a thymectomy procedure was performed on (B)(6) 2021 on system (B)(4). There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the following: cadiere forceps (part# 471049-07, lot# n11200608-0110), and site reviews have shown that no complaints were filed against the instrument. Long bipolar grasper (part# 470400-09, lot# n10190413-0013) and site reviews have shown that no complaints were filed against the instrument. Vessel sealer extend (part# 470057-05, lot# sf0000203-9023) which is a single use instrument and site reviews have shown that no complaints were filed against the instrument. No image or video clip for the reported event was submitted for review. The system logs were reviewed by an isi advanced failure analysis (afa) engineer and it was revealed that there were no messages or errors observed in the logs that would indicate an issue with the vessel sealer extend (vse) used during the procedure. This complaint is reportable due to the following: after undocking, the surgeon noticed continuous bleeding from the thymus and performed an open procedure to control the bleeding. A suture and hemostatic agent were applied to the bleeding left innominate vein to achieve hemostasis. The patient was not transfused with blood and was not hemodynamically unstable. There were no allegation of malfunctions of an isi system, instrument or accessory. The vse which was used during the procedure functioned as expected. It is unknown what was the cause of the bleeding and why the surgeon opted to achieve hemostasis via the open method. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field implant date is blank because the product is not implantable. Information for blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted thymectomy procedure, the surgeon noticed continued bleeding after undocking. The surgeon converted the procedure to open procedure due to the anatomy of the patient. The bleeding was not considered as an injury, but more of an effect of the procedure and anatomy. Intuitive surgical, inc. (Isi) followed up with the isi specialty sales manager, who was present during the procedure, and obtained the following information: the issue occurred after the procedure was over and the da vinci system was undocked. The endoscope was still installed on the vision tower and the surgeon, who was at the bedside, inserted the endoscope via the cannula for one last inspection and noticed there was bleeding coming from the operation site. The source of bleeding was around the innominate vein. The bleeding was described as not extensive and less than 750 ml, but the reporter was unable to quantify the exact amount. Since the surgeon was already at the patient`s bedside, with the patient cart undocked, and he wanted to achieve hemostasis immediately, he decided to do an open surgery. According to the specialty sales manager, she was not sure exactly what attributed to the bleeding, but the surgeon mentioned that the thymus was ¿engulfed and not what you typically expect¿ and was ¿difficult to dissect¿. There were no reports of any system or device malfunction. The vessel sealer extend instrument worked as expected and produced the appropriate seal complete tones. There were no issues with the long bipolar grasper instrument or large clip applier. There were no loose clips seen at the operative site when the surgeon performed the open procedure. She was unsure if any blood transfusion was administered to the patient. On 12-apr-2021, isi followed up with the hospital¿s robotic coordinator who was present for the procedure and obtained the following information: the system number was (B)(4). There were no system issues noted during the procedure. The surgeon noticed bleeding from the thymus during dissection and there was continued bleeding after undocking. The bleeding occurred from a vein near the thymus. He was unsure of the amount of blood loss and the cause of the bleeding. A suture and hemostatic agent were placed to control the bleeding. No blood transfusion was given to the patient. The patient was admitted to the ICU after the procedure. He was unsure if the patient was hemodynamically unstable during the procedure. He was also unsure of the cause of the bleeding, but confirmed that there were no malfunctions of an isi system, instrument or accessory. The cautery instruments and clip applier worked as expected. The vessel sealer extend (vse) produced the appropriate tones while operating. The target tissue was thymus and surrounding tissue. He was unsure if there was any tissue tension during sealing/cutting, whether the vessel diameter was greater than 7 mm, whether there was any tissue calcification, and whether the tissue was exposed to radiation/chemotherapy. The jaws of the vse did not come into contact with clips/suture/staple/other hard metal objects, was not immersed in liquid, and was not contaminated by carbonized tissue. There were no intraoperative and postoperative complications to his knowledge. On 12-apr-2021, isi followed up with the surgeon and obtained the following information: the source of the bleeding was the left innominate vein. There was no blood transfusion given to the patient and the patient was not hemodynamically unstable. The surgeon did not believe that the da vinci robot contributed to the bleeding. The surgeon did not confirm that the cause of the bleeding was due to anatomical reasons.